Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been appropriately detecting ventricular tachycardia episodes on the patient. However, in five episodes, although this device appropriately delivers anti-tachycardia pacing (atp) in order to provide therapy, the atp delivered accelerates the rhythm of the patient. In some of the episodes the rhythm accelerated into ventricular fibrillation. In all of the episodes, the device eventually delivers shock therapy in order to end the episodes. No changes have been performed. This device remains in service. No further adverse patient effects were reported.